Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. It was noted that implant detect appears to have been completed manually.

Event description:
It was reported that the atrial port was plugged and implant detect did not complete. As a result, the device is susceptible to oversensing and diagnostic features did not work as designed. Atrial sensitivity was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.